Event description:
It was reported that the patient had passed away on (B)(6), 2013. The patient's family claimed that the patient was found disconnected from the ventilator with no audible alarm. The respiratory therapist had verified the ventilator alarms were working on (B)(6), 2013. The patient's family also stated that the ventilator malfunctioned and that it may have caused the patient's death.

Manufacturer narrative:
Na